Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. As the alarm occurred in the past, troubleshooting was unable to be performed. Customer's blood glucose was 270 mg/dl. Customer would continue to use the pump for insulin therapy.